Manufacturer narrative:
Investigation summary: the customer returned just a photo of the incident and the photo verifies the complaint of tubing snapping apart at the drip chamber. This issue has a known root cause and most likely traced to insufficient solvent at the drip chamber. The manufacturing facility implemented a procedure and plan to address the issue and to reduce the risk of this failure. Device history record review for model 10013364t lot number 22079325 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd bd alaris smartsite texium secondary set tubing split/snapped off of the drip chamber resulting in a small chemo spill. The following information was provided by the initial reporter: what happened: tubing split/snapped off of the drip chamber when the nurse removed the IV bag of drug with tubing attached from the transport bag. Other info: hazardous chemo drug was ordered for the patient. Pharmacy prepared the drug and attached the tubing to the bag. Bag with tubing attached was placed in the transport bag and brought up to the floor where nursing removed it and tubing snapped and created a small chemo spill and rendered drug unusable.

Event description:
It was reported that bd bd alaris smartsite texium secondary set tubing split/snapped off of the drip chamber resulting in a small chemo spill. The following information was provided by the initial reporter: what happened: tubing split/snapped off of the drip chamber when the nurse removed the IV bag of drug with tubing attached from the transport bag. Other info: hazardous chemo drug was ordered for the patient. Pharmacy prepared the drug and attached the tubing to the bag. Bag with tubing attached was placed in the transport bag and brought up to the floor where nursing removed it and tubing snapped and created a small chemo spill and rendered drug unusable.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.